Event description:
Product (puragel/purasinus) used on a middle turbinate resection and the patient had rough time waking up from anesthesia and started "bucking"(fairly common) and the patient started bleeding heavily. Bleeding couldn't be controlled, patient was moved back to or and put back to sleep and a nasopore was placed.